Event description:
It was reported that catheter tip was broken. An zelantedvt was selected for use for thrombectomy procedure. During preparation, it was found out that the catheter tip was broken, when physician opened the new device. The procedure was completed with another of the same device. There were no patient complications reported.